Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7075904.

Manufacturer narrative:
Sc-2218-50 sn: (B)(6). The returned leads were analyzed and visual inspection revealed that the lead body was cleanly cut 35 centimeters from the distal end. No other anomalies were identified. With all the available information, boston scientific concludes that the reported event was confirmed. A labelling review found that the reported lead migration is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively.